Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection presented. Later on, this was confirmed via echography. Device is not expected to return. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).